Manufacturer narrative:
This complaint was initially ruled out at the time of receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the products malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns for the complaint summarized in this report. The test strip sample received for these complaints failed testing with the reported issue being confirmed. The investigation into the cause attributed the test strips not filling to a defective hydrophilic portion of engineered top tape (ett) on the test strips. This report is processed under exemption number e2005018.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that the ot ultra test strips experienced a strip issue. These reports were received from various sources. There is no age, weight or gender data available for the patient associated with this allegation.